Event description:
It was reported that when the patient came out of the or after surgery, no pap measurement was observed. The catheter was moved a "little bit" to obtain measurement and then blood came in the tube. Patient reanimated and came well out of the operating room. The patient expired 2.5 hours later in the ICU. The cause of the patient's expiration is unknown; however, it was stated that the patient died of electromechanical cardiac dissociation. Device is not being returned.

Manufacturer narrative:
H6/f10.the device will not be returned for evaluation. H1. The cause of the patient's expiration was not known at the time of the report; however, it was stated that the patient died of electromechanical cardiac dissociation. Device is not being returned.